Event description:
New information received notes that the lead was viewed under fluoroscopy and appeared to have no abnormalities. The patient was in excellent condition before, during, and after the event. The physician elected to continue to the monitor the patient and the lead.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for low, out of range pacing impedance was observed. Further testing is planned.